Event description:
The customer reported that the system displayed poor images on the monitors.

Manufacturer narrative:
(B) (4). The ge svc rep could not duplicate the problem. The system was within specs. He did find a table communications failure error and replaced the generator power supply. The system operates as intended.